Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient tried to charge for 30 minutes to an hour but it did not make a change in the battery. It was noted that the patient let the ins battery get ¿pretty low¿ before she tried to charge. The patient was able to get 8 coupling boxes during the call and said that the ins battery was flashing in the first 1/3 of the battery. It was reviewed that it could take longer than 30 minutes to an hour to get the first section charged. It was recommended the patient charge for over an hour to see if anything changed. No symptoms were reported. No further complications were reported. Follow-up was conducted.